Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, reservoir tube, battery tube threads and minor scratched display window. No cracks at the display window noted.

Event description:
It was reported that the insulin pump was dropped and there were cracks on the lcd screen and battery compartment. The customer also received a no delivery alarm. She stated it was difficult to read numbers on the insulin pump screen. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.